Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose that exceeded 500 mg/dl over the last couple of months. The customer's spouse stated that every morning for about a week or so, the customer's blood glucose was over 500 mg/dl. They were not sure if the pump was delivering insulin like it was supposed to. They kept raising the basal rate but it would not change. The customer's blood glucose level was brought down after a manual injection. The customer's spouse stated that the most recent time the customer's blood glucose exceeded 500 mg/dl was the morning of the call. The customer was treated with a bolus and their last blood glucose levels were 388 mg/dl and 468 mg/dl. The customer was hospitalized in october for disorientation and they were taken off the pump. They reported that the high blood glucose over 500 mg/dl have been off and on since (B)(6) 2019. The customer's spouse reported that the insulin pump system was not in use within 48 hours of reported high blood glucose event. Based on customer report, the customer did not allege that the pump was under delivering. They also reported that the device was not making any sound when alarming. The pump was not loud enough on volume 5 and the pump did not vibrate half of the time. They did not hear the difference between audio volumes 1 and 5. The device failed the audio test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08720 inches. No delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with cracked retainer, scratched case and pillowing keypad overlay. The p-cap does lock properly.(B)(4).